Event description:
The patient reported that one of her pods stopped working and began beeping on (B)(6) 2026 after approximately 36-48 hours of wear on the right arm. Upon checking the pod, she observed bleeding on her arm at the infusion site. The patient stated that the pod site had a ¿bigger hole¿ than expected in the area where the pod had been placed, and she noticed visible blood at the site. She removes pods by slowly peeling the adhesive; however, during this incident, the pod did not come off in the usual manner. The patient reported that the site remained painful and that a raised, purple ¿knot¿ developed on the infusion site at the arm. The size of the knot was initially described as approximately the size of a nickel and later as approximately the size of a penny. The patient stated that her entire right arm was sore following the bleeding event. She also reported that blood was ¿spurting out¿ at the time of the injury. The patient noted she is on a maintenance dose of 81 mg aspirin, which may contribute to bleeding. The patient sought medical attention on (B)(6) 2026, during a routine visit with her primary care provider. The patient stated that the doctor did not diagnose the condition and advised that the knot would not go away. The physician reportedly stated that no additional treatment was necessary because the patient was already taking antibiotics for a viral illness, which they indicated would also address the infusion site condition. No further treatment was provided for the pod-related arm injury. No additional clinical findings, diagnostic tests, or follow-up recommendations were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the customer's infusion site reaction and swelling. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.